Manufacturer narrative:
(B)(4). Additional information: evaluation summary: baxter received one sample for evaluation. The device was received with fluid inside the bag which contained the device. Visual examination of the device confirmed the reported condition of a leak, observed at the connection of the blue winged luer cap which was not securely tightened. Functional testing of the device revealed no signs of leak after a 24-hour leak-monitoring period. The root cause was determined to be an untightened winged luer cap. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit

Event description:
Baxter (B)(4) received a report that an infusor had leaked from the blue winged luer cap. This was observed before patient use. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.